Event description:
It was reported that post-operatively, the patient experienced mild chest pain and a pericardial effusion was confirmed. The patient's right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.